Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels starting on (B)(6) 2011. The patient claimed that she had performed a site/set change on (B)(6) 2011. At that time, the patient noticed that the cannula was bent. A review of the pump's prime history revealed that no primes were performed on (B)(6) 2011. However, multiple fill cannulas were noted in the pump's history. The animas representative involved in this contact determined that since the tubing was not primed, the patient might not have received adequate insulin delivery. The patient reported a bg level of 541 mg/dl on (B)(6) 2011 which improved throughout the day and into the following day when her bg was 201mg/dl upon waking. The patient reportedly changed the site/set earlier that day on (B)(6) 2011. However, there was no prime history noted for (B)(6) 2011. Prior to contacting animas, the patient's bg was reportedly at 543mg/dl. The animas representative walked the patient through the steps to change the cartridge, site, and set. The patient was able to perform the rewind, load, and prime steps with the pump and a cartridge. Insulin was observed to come out of the end of the tubing followed by a cannula fill. The tdd was as expected. No issues were observed with her cartridge(s), site, and infusion sets during troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed bg levels that can be associated with severe hyperglycemia. However, the patient's injuries can be attributed to possible user-error since the patient appeared to be receiving inadequate insulin related to having no primes performed with the pump.